Event description:
It was reported that pump experienced malfunction with code 16, and no events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if problem returned.